Event description:
It was reported that during a coronary drug-eluting stenting procedure, removal difficulties occurred. The 80% stenosed target lesion was located in the non-calcified, mildly tortuous, mid circumflex. After the lesion was predilated with a maverick balloon the 2.25x16mm taxus express2 atom stent delivery system (sds) was advanced. The sds crossed the target lesion and the delivery balloon was inflated once to 8 atmospheres. The stent was fully deployed and well apposed. The balloon was completely deflated but the physician encountered balloon withdrawal resistance when removing the sds. The physician pulled negative, inflated the balloon back up to 2 atmospheres and pulled negative again and deep seated the guide catheter but was unable to remove the sds. In order to remove the balloon from the stent the physician used force and pulled hard. It took approximately one minute to remove the sds from inside the pt. The stent remained implanted and no pt complications were reported. The pt's current condition is listed as "fine".

Manufacturer narrative:
The device was not returned, therefore, a failure analysis of the complaint device could not be completed. The mfg records were reviewed and no issues or discrepancies were found; the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.